Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Event description:
During an arthroscopy procedure it was reported that a light source caught on fire. The facility sent the device to a third party for repair and will not be returning it to the manufacturer.